Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up noise was observed. External interference was suspected. The device remains implanted.